Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. A partial lead with only the distal portion measuring 53.3cm was returned in one piece for analysis. Final analysis found an external insulation abrasion consistent with friction to the device can was noted at 46.0cm to 46.4 cm breaching the outer insulation and exposing the outer coil from the distal tip. The other damages found are consistent with procedural damage. The lead shorted due to the damages that were noted.

Event description:
This report is to advise of an event observed during analysis.